Event description:
Immediately after placement of catheter pt went into anaphylactic shock, requiring medical intervention and transfer to intensive care unit. Catheter removed immediately and pt recovered well after receiving benadryl and epinephrine.